Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of ¿spiral cannot turn¿ was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of ¿spiral cannot turn¿ was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead was noted to be dislodged. During the repositioning procedure, the helix could not extend. The lead was explanted and replaced. The patient was in good condition.